Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
UDI is unknown as the batch/lot number is unknown.

Event description:
It was reported the patient was experiencing tenderness and drainage at the ipg site. It was noted that the physician relates this to the initial implant procedure where the patient had a respiratory issues and staples instead of sutures (manufacturer report number: 1627487-2021-14459). As a result, the wound was debrided.